Event description:
It was reported that during an unk procedure, the device would not close the clips. It was reported that the case was completed with another device. There was no consequence to the pt.